Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, the right atrial (ra) lead was positioned without difficulty, but the physician decided the position was not optimal and the lead was repositioned. On extension of the helix, the helix only extended slightly. Testing noted no capture at 5 volts and impedance measurements around 1,800 ohms. The ra lead was removed and tested, however, the helix would not extend. As a result, a new ra lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.